Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the severely calcified distal circumflex. The physician attempted to place a 2.75x20mm taxus liberte stent, but was unable to cross the lesion and became caught on the calcified lesion. The physician attempted to remove the device from inside the patient with excessive force, and the stent dislodged in the left main (lm) and the non-bsc guide wire lost position. The physician attempted to retrieve the stent from the patient, but was unsuccessful. Then, the stent moved to the 'below knee' artery. The physician attempted to retrieve the stent, but was unsuccessful. An intra-aortic balloon pump (iabp) was placed. Surgery was performed post the initial procedure to remove the stent. No further patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.